Manufacturer narrative:
Batch review performed on 31 august 2020: lot 182617: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 1907360 (k112115) batch review performed on 31 august 2020: lot 1907360: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. 2 months after primary the surgeon revised the head and liner. The surgery was completed successfully.